Event description:
It was reported "met axillary obstruction, stopped procedure, withdrew 3cg stylet but could not pull out, doctor assisted and successfully pulled out guidewire, and it was not intact".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed, but the exact cause could not be determined. One dual-lumen (d/l) powerpicc catheter was returned for investigation with a 3cg stylet. The d/l tubing had been cut 7.2¿ from the distal end of the molded wing and the distal segment of the catheter was not returned for investigation. The t-lock extension set was received attached to the red connector and the stylet had been pulled through the catheter, which caused the yellow tab to sit adjacent to the septum on the t-lock extension set. The distal end of the stylet wire extended 17.3¿ from the distal tip of the catheter. A microscopic examination revealed that the epoxy tip, five magnets, and the distal segment of polyimide tubing were missing from the stylet. Sixteen magnets were observed in the proximal segment of polyimide tubing. Eight kinks were observed in the returned segment of polyimide tubing, which was 2.34¿ in length. The wall thickness of the polyimide tubing was within specification. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed, but the exact cause could not be determined. One dual-lumen (d/l) powerpicc catheter was returned for investigation with a 3cg stylet. The d/l tubing had been cut 7.2¿ from the distal end of the molded wing and the distal segment of the catheter was not returned for investigation. The t-lock extension set was received attached to the red connector and the stylet had been pulled through the catheter, which caused the yellow tab to sit adjacent to the septum on the t-lock extension set. The distal end of the stylet wire extended 17.3¿ from the distal tip of the catheter. A microscopic examination revealed that the epoxy tip, five magnets, and the distal segment of polyimide tubing were missing from the stylet. Sixteen magnets were observed in the proximal segment of polyimide tubing. Eight kinks were observed in the returned segment of polyimide tubing, which was 2.34¿ in length. The wall thickness of the polyimide tubing was within specification. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of reeu3524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "met axillary obstruction, stopped procedure, withdrew 3cg stylet but could not pull out, doctor assisted and successfully pulled out guidewire, and it was not intact"